Event description:
It was reported to intuvie that during preventive maintenance (pm) the infusion pump failed the 30psi occlusion test at 21psi. The passing specification for the 30 psi occlusion test is between 22-38psi. There was no patient involvement was reported.

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. It was reported to intuvie that during preventive maintenance (pm) the infusion pump failed the 30psi occlusion test at 20psi. The passing specification for the 30 psi occlusion test is between 22-38psi. A review of the serial number history revealed no similar complaints associated with this device. The complaint is confirmed. The cause was determined to be a calibration issue. The device was recalibrated, and the issue was resolved. CAPA-zm2023-23 has been initiated to investigate the failure. Reference to complaint # (B)(4).